Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the air/water nozzle was clogged with foreign material. A review of the device history record found no deviations that could have caused or contributed to foreign material clogging the nozzle. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, it is likely the foreign material caught in the nozzle was gauze or foreign material of peripheral products, body fluids, fixation of chemicals used, etc. And was caught due to the previous reprocessing being done incorrectly. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following caution, which may help to prevent the issue: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air/water channel cleaning adapter after each patient procedure.". Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported the nozzle of the loaner device was clogged due to insufficient reprocessing. There was no patient or procedure involved.